Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle endobronchial ultrasound needle perforated the sheath and became stuck and causing damage in the scope. There were no reports of patient harm.